Manufacturer narrative:
The manufacturer received information in relation to a dreamstation avaps30 aam,. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded also corrosion on metallic surface was observed dust and dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device not returned to manufacture.

Event description:
The manufacturer received information in relation to a dreamstation avaps unit. The device was returned to third party service center. The service center reports power connector of the unit is corroded and the unit can't be powered on in order to be able to collect the error log/machine hours. Error code numbers/software version.